Manufacturer narrative:
Device evaluated by manufacturer: nc emerge balloon was returned for analysis. Visual, tactile, microscopic and a leakage test was performed on the device. There were no issues identified with the hypotube shaft, and no kinks or damages identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A detailed microscopic examination of the balloon material identified a leak coming from the 2cm balloon tear 1.5cm from the distal tip. An attempt was then made to inflate the balloon to 20 atmospheres as per instructions for use using the inflation aid, however, a leak was noted coming from the 2cm balloon tear 1.5cm from the distal tip. No other device issues were identified during returned product analysis.

Event description:
It was reported that the device ruptured. The 90% stenosed target lesion was non tortuous, very mild angulation and deeply calcified mid left anterior descending (lad). Two 3.00 mm x 12.00 mm nc emerge balloons were selected for angioplasty procedure. There were no damages observed with the devices during preparation for use. There was no difficulty advancing the devices over the wire and through the guidewire. A stent deployed at the target lesion. During post dilation, the balloons inflated to a pressure between 15 and 20 atmospheres, however, the balloons ruptured, and devices removed from the patient. The procedure completed with these devices. There was no patient complication reported and the patient was in good conditions post procedure.

Event description:
It was reported that the device ruptured. The 90% stenosed target lesion was non tortuous, very mild angulation and deeply calcified mid left anterior descending (lad). Two 3.00 mm x 12.00 mm nc emerge balloons were selected for angioplasty procedure. There were no damages observed with the devices during preparation for use. There was no difficulty advancing the devices over the wire and through the guidewire. A stent deployed at the target lesion. During post dilation, the balloons inflated to a pressure between 15 and 20 atmospheres, however, the balloons ruptured, and devices removed from the patient. The procedure completed with these devices. There was no patient complication reported and the patient was in good conditions post procedure.